Event description:
It was reported that multiple of the same cartridge alarms occurred but there was not enough information to know if this was during insulin delivery or through the load sequence. There was no adverse impact to the customer¿s blood glucose level. There was no adverse impact to the customer¿s blood glucose level.